Manufacturer narrative:
The service rep changed out ps3 and tested elevation function. System is operating as intended.

Event description:
Customer reported the height adjust was not working. System is still in use. No danger to patient.